Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2010, product type: lead. Product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2010, product type: lead. Product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2010, product type: lead. Product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s battery from (B)(6) 2010, had been depleted for approximately 2 years. It was noted that the reason for depletion was unknown. It was noted that the patient did not have information for the (B)(6) 2010. It was noted that the patient reported never having therapeutic effect. It was noted that her stimulator ¿never worked correctly¿ and ¿never got rid of the pain.¿ it was noted that the patient was supposed to have an MRI of her back and spine and that she was told that she could not have an MRI with her implant. It was noted that the patient would like to pursue having her system explanted.